Manufacturer narrative:
After multiple new batteries and battery caps unit remained on blank display. Pump received with blank display. Unable to perform the displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit was received with scratched case. Blank display isolated to pcba 1. Unable to download history files and traces due to blank display. In summary, pump receive with a blank display suspected to be on the pcb 1. Unable to download history files or confirm delivery anomalies due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event and reported the insulin pump was not delivering insulin. The customer reported hyperglycemia treated with manual injection. The event involved products mmt-1880l, mmt-332a, unomedical. Troubleshooting was partially performed and later customer declined. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1880l was requested and customer response was the device will be returned. It was unknown whether the customer will continue to use the reservoir and infusion set. No product return is required for mmt-332a. No product return is required for unomedical.